Event description:
It is reported that the spring inside the impactor is not functioning correctly. The surgeon was completed with another device.

Manufacturer narrative:
Eval summary: it is possible that the thumb pin came loose and parts got disassembled and the spring was lost during handling. The returned part is missing the spring which retracts back to locating pin and pushes it against the broach. Also the thumb pin is loosely attached to the locating pin. Extensive gouging damage was observed on the knurl section of the handle. Review of the device history records did not find any deviations or anomalies. At the time of manufacture, the thumb pin was secured with epoxy. The design has since been modified to weld the thumb pin to prevent disassembly. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufactures guidance document published by the FDA in march of 1997.